Manufacturer narrative:
(B)(4). That was an same error which we have experienced and analyzed in the past. This error caused by the timing at which connecting or disconnecting with memory is processed when exposures are taken and the timing at which the preview image are stored. It was resulted in failure to store raw images. The problem has been corrected in a subsequent software upgrade (version 2.02). (B)(4).

Event description:
The customer reported that they received an error e050600002 image file reading failed during output image generation. A total of 5 images were lost. The data was among three pts; 1 image lost on one pt, 2 images lost on the other two pts. The pts had to have the images repeated. The image was retaken, resulting in additional radiation exposure.